Manufacturer narrative:
Customer did not request MFR service.

Event description:
The customer reported the unit alarmed due to an occlusion. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open. It is accompanied by an alarm and a message in the display. A sustained occlusion during normal ventilation operation will result in the safety valve remaining open and the ventilator is not providing breath support to the patient. The customer reported the device was on a patient however there was no patient harm. The customers biomed technician was unable to duplicate the reported problem. There were no parts replaced.